Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 103 mg/dl. The customer was assisted with trouble shooting and was taught how to insert the sensor correctly. The customer mentioned that the sensor is a little crooked. The customer was informed that the sensor needed to be replaced and a new sensor would be shipped to them. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.